Manufacturer narrative:
This report is not being filed to report a device malfunction, but to report patient out come following a procedure involving an angiodynamics disposable device. It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. A review of the lot history records was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient was stable post procedure. Angiodynamics is attempting to obtain information in regards to the patient's well-being. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, a (B)(6) female patient presented for an nanoknife ablation procedure in her lower right extremity. The procedure was successfully completed with no report of complications or device malfunctions. Upon awakening from anesthesia, the patient experienced a motor deficit in her lower right extremity. The patient was reported as being stable, post procedure. The patient was scheduled for physical therapy to assist in her regaining function in her lower right extremity by her treating physician. Angiodynamics is attempting to obtain additional information in regards to the patient's well-being. It was reported the disposable device was discarded by the user and is not available for return for evaluation by the manufacturer.